Manufacturer narrative:
This report is submitted on september 14, 2020.

Event description:
Per the clinic, the patient experienced dizziness, and was treated with steroids in 2016 (specific date and duration not reported). The patient was placed under a general anaesthetic on (B)(6) 2017, for a revision surgery to seal the tissue around the electrode lead.